Event description:
A remstar pro c-flex+ device was returned to the service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During the evaluation of the device, the service technician observed visible foam particles. Additionally, the unit was scrapped upon completion of the device evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.